Manufacturer narrative:
(B)(4).

Event description:
It was reported that lv lead dislodgement was noted during rv lead revision procedure. Lead was repositioned successfully. There were no adverse consequences to the patient after the event.